Event description:
The customer reported getting bent cannulas and experiencing high blood glucose as a result of that. His blood glucose reading before lunch was 350mg/dl. Then the customer gave himself a bolus and forty five minutes his glucose level went up to 455mg/dl. The customer stated that when he removed the infusion set, the cannula was bent, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.